Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. . There was no indication that the product caused or contributed to an adverse event. This is potentially reportable because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 06/22/2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no related alarms. A battery compartment crack was observed. No moisture was observed within the battery compartment. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.